Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a meniscus repair procedure, the meniscal cinch ii, ar-4501, trigger broke while advancing the second anchor. Because of this, the second anchor could not be successfully deployed. The case was completed with a device from a device from another manufacturer. Additional information requested. Additional information provided 6/29/2020: the first implant was not retrieved from the meniscus. Surgeon strictly followed the technique instructions step by step and the part number of knot pusher/cutter was ar-5815.

Manufacturer narrative:
Complaint confirmed. The distal tip of the cannula was severely bent which led to the second trigger becoming loose from the left pushrod tab leaving the cannula track within the handle bent. The most probable cause of the bent cannula is due to improper insertion angle, prying, and/or leveraging during use.